Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the sensor gave inaccurate readings. He stated that he sometimes treats based on the sensor reading rather than the blood glucose reading. He reported that when the sensor glucose reading was 223 mg/dl, the blood glucose reading was 123 mg/dl. Customer stated that there is very little fat in his abdomen and some scar tissue. Customer had no sensor inserted at the time of the call. No further information was reported.